Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the 2.8 x 19 mm rx graftmaster covered stent was being used to treat a perforation in the circumflex coronary artery which extended beyond a previously implanted stent. The graftmaster stent was unable to cross the previously implanted stent; so it was deployed proximal to the stent, sealing the proximal part of perforation. As the distal end of the perforation remained actively bleeding, the patient was sent for coronary artery bypass grafting (CABG). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatments appear to be related to circumstances of the procedure. The reported patient effect of surgical procedure is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.